Event description:
It is reported alaris smartsite IV line was bulged like a balloon. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Please confirm how the fault was identified? During priming of the line, ballooning of silicone segment noticed please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During priming of the line please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Unsure about height of infusion line, however, it was normal settings. The height of saline bag was approximately 2 to 2.1 m height and infusion pump was sitting around approximately 1.2 m. Extension line was attached to a lower side port. Please confirm what substance was being infused during the time of the event? Infusion was stopped. Therefore, that wasn¿t infuse. Sodium chloride 0.9% 1000ml was there any patient harm? No was there an under infusion? No please confirm if the flow stop was engaged when the ballooning occurred (i.e. Did the pump stop the flow) ? Yes, the pump stopped. What I mean is the pump said ¿occlusion patient side¿ and unable to continue infusion.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2026-00707 was sent in error. Event confirmed to be ballooning during priming, which is not MDR reportable, and no patient impact/serious injury is confirmed.